Event description:
The veteran's representative states he has numerous issues with this joystick compared to our prior joystick model number. He doesn't have specific information but wants it notated as an issue.